Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, the session record revealed non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Reprogramming was performed successfully and there were no patient adverse consequences.